Event description:
Patient reported a missing alert of w-1 (cartridge low). Customer stated she checked the cartridge volume before giving a bolus; she gave the bolus and allowed it to complete. Patient reported she expected to see w-1 as the volume would have gone below 20 units; no warning appeared. No adverse event reported. Requested return of the alleged pump and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.